Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad blinked green when the device was placed on it and then stopped charging despite attempts with different wall adapters and outlets, indicating a device power/charging failure associated with the charger component; blood glucose levels were reported in range and unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the charging pad. Investigation included customer troubleshooting with alternate power sources and outlets and confirmation of the shipping address for replacement logistics. Investigation of this case revealed a suspected malfunction of the charging pad with failure to maintain charge, consistent with a charger component defect. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.